Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Intra-operative photos and x-ray images received. The ¿b¿ form staples indicate that the device completed a full firing stroke. The staple that appears to not be aligned with the others is most likely due to the tissue not lying across the jaws consistently, i.e. Possibly turned or folded on its self. Based on the photo evidence of the subject pve35a, the root cause of the complication cannot be determined. The most likely cause of the issue is that the tissue/structure was turned or folded on its self. Hands on analysis of the device and cartridge may be able to determine the root cause of the issue.

Event description:
It was reported that during a laparoscopic donor nephrectomy procedure, the surgeon fired the first load across the renal artery. The surgeon fired the second load across the renal vein. After examination of staple lines it appears one row of the staples formed perpendicular to vessel instead of parallel. We have images showing this. He is concerned two rows were not formed correctly. The stapler fired correctly on both fires but the staple lines appeared to look different than normal once examined. The surgeon placed clips over vessels and applied surgiflo and snow which are part of his typical procedure technique. There were no adverse consequences for the patient.